Event description:
It was reported to olympus that the 4k autoclavable camera head had no image signal on the screen. The incident occurred during preparation for a procedure. A replacement camera head was used to complete the procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was also noted that the camera cable had a dent in it. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was a faulty cable. The event can be prevented by following the instructions for use which state: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.